Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), product type: lead. (B)(4) apply to lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient had reported that they were feeling stimulation in only a 2¿ area around their ribs, and they were not getting good coverage. It was noted that a lead revision occurred on (B)(6) 2017, and the surgeon moved the lead down from t7/9 to t8/9. The rep noted that the lead could not be tested because the implantable neurostimulator (ins) was in over-discharge prior to the surgery. The rep had already tried performing a physician mode reset (pmr), and had been charging for 3 hours during surgery with the recharging antenna taped to the patient. However, only 0-2 coupling bars were achieved. It was mentioned that the surgery was only at the spine level, and not at the ins. It was unknown when the patient last recharged their device. The rep stated that the reason that the patient was not recharging is unknown, but it is linked to the poor stimulation and poor coverage the patient was having. The rep tried using antenna locate, and saw that a value of 70 was the highest they could get. The rep then disconnected before further troubleshooting could be done. The rep called back later the day of the report, and stated that the patient was having the shakes from having neural anesthesia for 3 hours, and started to state that they wanted the stimulator removed. The rep was going to let the patient rest today. It was noted that the pocket didn¿t seem too deep, but the coupling never changed from 2 bars. The rep mentioned they did antenna locate 4 times to get the ins to power on reset (por), which they cleared during the surgery. Additional information was received from the rep on 2017-07-18. They performed an antenna locate, and saw 66-72. They started charging from the 72 screen, and got 0 coupling bars. Patient services discussed x-rays to determine if the battery had flipped. No further complications were reported.

Manufacturer narrative:
Other applicable components are: : product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that on (B)(6) 2017, the patient was seen at the healthcare provider¿s office and the patient was still having trouble charging. They were requesting explant. The entire system was removed on (B)(6) 2017. The cause of the coupling difficulty was not determined. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient had a revision because the lead moved. The hcp stated at the revision case, they determined there was also a battery problem. The battery could not be charged or communicated with. A month later the system was removed. The patient decided they didn't want the device implanted anymore. The patient was implanted in (B)(6) 2017, notified the hcp of lead movement in (B)(6) 2017, and battery problem was discovered on (B)(6) 2017. No further complications were reported.